Event description:
It was reported that occlusion alarms occurred. Customer changed cartridge to address the issue. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.